Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they were hospitalized due to high blood glucose with blood glucose of 486 mg/dl at the time of the incident. The customer was at 142 mg/dl at the time of the call. The customer did not mention how they were treated. The customer experienced symptoms such as dizziness. The customer was wearing the insulin pump during the incident. The customer reported the insulin pump buttons were jamming and the batteries were not lasting. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.